Event description:
On (B)(6) 2013, while on a call to resolve another issue, the reporter stated that shed noticed a few air bubbles in the cartridge patient is pushing air into the cartridge, and not expelling it into the air.. Customer technical support talked patient through filling cartridge; explained proper technique to avoid air bubbles, especially not over pressurizing vial and using room temperature insulin. Cts advised patient if air is present in cartridge to remove needle and push air out of cartridge into air, not to push air back into vial. There is no allegation of an adverse event or product malfunction. This complaint is being reported due to user error of incorrectly filling the cartridge.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.